Manufacturer narrative:
The hakim valve (ID 823842) was returned for evaluation. Device history record (DHR)- product code 82-3842 with lot 4105620, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected and no defects noted. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and only leaked from the needle hole in the needle chamber. Root cause analysis- no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to air bubbles, as noted in the "IFU", the presence of air bubbles can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing.

Event description:
A facility reported a hakim valve (ID 823842) flow could not be confirmed when the cerebrospinal fluid flow was checked intraoperatively. The issue was detected before implantation site closure. The procedure was completed with a replacement product available. The event led to more than 30 minutes surgical delay. No patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.